Event description:
A driver rx coronary stent of unknown size was implanted to treat a lesion in a patient. It was reported that the driver stent appeared to be fractured post implant. There were no adverse events following implantation of the stent and no clinical sequelae have been reported. No further details are available.

Manufacturer narrative:
(B)(4): results: (root cause of apparent stent fracture unknown).